Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs a device appears to be intact, the gel looks cloudy. Labeled as left side. Lot number 3265951. Additional, changed, and/or corrected data: b.5, b.6, d.7, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported left side capsular contracture baker grade iii. Device remain implanted.